Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to verify battery out limit due to button keypad anomaly. No unexpected numbers ramping scrolling on their own noted. Device was received with missing end capsticker. Moisture damage found on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 119 mg/dl. Troubleshooting was performed. The device was returned for analysis.